Event description:
Developed bii from breast implants. Device caused removal of gallbladder and many other symptoms. Developed over 35 symptoms of bii. Started to have issues immediately after implanted, however, was unaware of bii until 2021. Gallbladder was removed shortly after implants were put in. Quality of life diminished slowly. Full permission to access medical records.